Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 12/01/2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 12/01/2020, and reported that pump 616658 was infusing medication at the wrong speed. The distributor stated that, "she had two pumps have this issue and one was infusing too fast and one was too slow. She does not remember which is which." The device operator was a registered nurse. Medication being infused was remicade. There was a patient involved. The patient was not harmed, or injured.

Manufacturer narrative:
The service provider provided the investigation report on (B)(6) 2020. The actual device was tested by the service provider on (B)(6) 2020. The device passed the flow rate testing. No flow rate issue was observed. The flow rate deviation was within the +/- 5% specification. The reported issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2020-00052).